Manufacturer narrative:
(B)(6). Additional information was received and one year and two months after the procedure, there was thrombus formation on the left leg of the graft. The patient was hospitalized and discharged two days later after a competitor's stent was placed. As reported by the insight study approximately 1 year, 1 month, 21 days post index procedure, the patient experienced a cva/stroke. The patient was treated with medication and was discharged eleven days later. The relationship to index procedure was unrelated and the relationship to incraft device was unrelated. During index procedure the patient had a successful insertion of the delivery system through the vasculature, successful deployment of stent-graft, deployment at the anticipated location and successful placement of stent-graft relative to renal and hypogastric arteries. The ipsilateral and contralateral limb were treated successfully. The product remains implanted and is thus not available for analysis. A device history record review of lot 17165767 was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan and that there were no anomalies during the manufacturing. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Limb thrombosis/occlusion in abdominal aortic stent grafts is a known complication associated with varying rates of limb occlusion ranging between 0% and 5% and is listed in the IFU as such. Most of the thrombotic events occur within the first 2 months after evar, and the underlying causes of limb thrombosis are stent-graft kinking and extension of the small-diameter stent graft into the external iliac artery. Recently, it has been demonstrated that limb occlusion can also occur long after evar. The pathophysiological mechanism of late (after 4 to 5 years of follow-up) limb occlusion can be migration and dislocation of an endograft component causing major turbulence of hemodynamics and eventually limb or entire stent-graft thrombosis. Treatment of limb occlusion includes various surgical and endovascular revascularization techniques; the best treatment option depends on the patient's general status as well as on local anatomic changes of the stent graft and excluded aneurysm. In contrast to limb thrombosis after evar, incidentally found mural thrombotic deposits are much more frequent in both first- (20%) and second-generation (17 to 33%) supported endografts. This circumferential layer of thrombotic material is clinically silent and is not associated with potential stent-graft thrombosis or distal embolization. Additionally, there is no difference in survival among patients presenting with mural deposits in their endograft compared with patients without this thrombotic layer. Factors that may have influenced the event include patient, procedural, pharmacological and lesion. Based on the available information there is no evidence to suggest that the event was design or manufacturing related. The DHR reviews does not suggests that the reported failures could be related to the manufacturing process of the unit. Therefore no corrective action will be taken.

Event description:
Additional information was received and one year and two months after the procedure, there was thrombus formation on the left leg of the graft. The patient was hospitalized and discharged two days later after a competitor's stent was placed. As reported by the insight study approximately 1 year, 1 month, 21 days post index procedure, the patient experienced a cva/stroke. The patient was treated with medication and was discharged eleven days later. The relationship to index procedure was unrelated and the relationship to incraft device was unrelated. During index procedure the patient had a successful insertion of the delivery system through the vasculature, successful deployment of stent-graft, deployment at the anticipated location and successful placement of stent-graft relative to renal and hypogastric arteries. The ipsilateral and contralateral limb were treated successfully.